Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pulled out with the safety cap while using the bd insulin syringes with bd ultra-fine¿ needle. This event occurred 10 times. The following information was provided by the initial reporter: the needles pull out with the safety cap when the safety cap is removed.

Manufacturer narrative:
H.6. Investigation summary:customer returned two 0.5ml syringes with no other identification. The first syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. The remaining syringe was returned fully intact. A needle shield pull force test was performed on the syringe and required 4.50 lbf to be removed. Removing the needle shield found that the hub was properly attached to the barrel of the syringe. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hub attached and the needle shield being within pull force specification, this syringe was found to function as intended. A review of the device history record was completed for batch # 1207796. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle hub separation in 1 of the 2 returned samples. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that the needle pulled out with the safety cap while using the bd insulin syringes with bd ultra-fine¿ needle. This event occurred 10 times. The following information was provided by the initial reporter: the needles pull out with the safety cap when the safety cap is removed.